Event description:
It was reported that this patient had fallen, then presented to the emergency room. There, the patient was found to be in complete heart block and the right ventricular (rv) lead exhibited high pacing thresholds with loss of capture. The patient was admitted until a revision procedure could occur. The rv lead was then extracted during a full system replacement. No additional adverse patient effects were reported.